Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 52 mg/dl. Customer already treated for low blood glucose. Customer stated retainer ring popped off and reservoir was unable to lock in place. The insulin pump will be returned for analysis.